Event description:
It was reported that the lead exhibited a decrease in r-waves and poor thresholds. When a reposition attempt failed, the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.